Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 550 mg/dl and a 3.8 mmol/l ketone level; cause was unknown. The customer performed a bolus via the pump as well as an injection of insulin to treat their high bg level. At the emergency room customer was treated with a physiological infusion of 200 milliliters/hour to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. During troubleshooting, the pump was found to be functioning as expected and no issues were identified with the pump. Additionally, no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use.